Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a double cuff repair, while trying to insert the anchor, the device's tip broke. Fragments were removed from within the patient. There was a backup device available. No significant delay or patient injury was reported.

Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly for use in treatment, will not be returned for evaluation. From the information provided, the anchor broke during insertion. As reported the patient had hard bone and a 3.8mm awl was used to prepare the insertion site. The device instructions for use recommends a spade tipped drill in hard bone for site preparation. The instructions for use was also found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.